Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a cystoscopy due to stress urinary incontinence. The patient underwent mesh removal and vaginotomy on (B)(6) 2011 for mesh erosion.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced mixed incontinence, urgency, urinary frequency and nocturia.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dysuria, urinary tract infection, and urine retention.

Event description:
It was reported that following insertion the patient experienced dysuria, urinary tract infection, and urine retention.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient underwent mesh removal/revision on (B)(6) 2011. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.